Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified test strips expire 05/20/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:129mg/dl (B)(6) 2015 12:06:00 pm fasting:yes. 2:122mg/dl (B)(6) 2015 12:04:00 pm fasting:yes. 3:80mg/dl (B)(6) 2015 12:00:00 pm fasting:yes. 4:80mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 5:138mg/dl (B)(6) 2015 09:53:00 am fasting:yes. The customer is concerned with 80 mg/dl on (B)(6) 2015 @ 12:00:00 pm and 80 mg/dl on (B)(6) 2015 @ 10:00:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified test strips expire 05/20/2017. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with 80 mg/dl on (B)(6) 2015 @ 12:00:00 pm and 80 mg/dl on (B)(6) 2015 @ 10:00:00 am. No adverse event reported.